Manufacturer narrative:
Currently, is it unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not provide medical records. Without a lot number, a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 patient underwent an inguinal hernia repair with implantation of a bard composix kugel hernia patch. On (B)(6) 2011 a follow up visit noted concerns that the patient's inguinal hernia had recurred. Three days later on (B)(6) 2011 the patient underwent a second hernia repair, this surgery noted that there were multiple adhesions to and from the patient's colon and epigastric blood vessels. The surgery report further noted that there was no hernia sac present, rather that the composix kugel hernia patch had allegedly "fallen" and was "crunched" into the previous defect. On (B)(6) 2012 the patient underwent exploratory surgery which confirmed that his ilioinguinal nerves had been entrapped by scar tissue. The surgeon dissected as much scar tissue from the nerves as possible and placed neural wraps. On (B)(6) 2012 patient had the composix kugel hernia patch explanted. This surgery evidenced that the composix kugel hernia patch was allegedly folded in on itself and lodged into the right lower quadrant of the patient's groin where it overlay the external iliac artery and vein.